Event description:
Pt had two proximal cervical screws break. Date of surgery was (B)(6) 2013. No pt injury had occurred during the anterior cervical discectomy and fusion (acdf) procedure, or postoperatively as a result of the implant screws breaking.

Manufacturer narrative:
(B)(4).